Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent nocturnal hypoglycemia over several consecutive nights while using the ilet system, and review of use indicated meals were not being announced, reportedly following hcp guidance the patient stated was given after a factory reset. Symptoms included low blood glucose during the night. Outcomes included user counseling to announce meals, to keep fast-acting carbohydrates available, and to consult the healthcare provider for ongoing management. Investigation included review of reported use patterns and product counseling. Investigation of this case revealed user technique and missed meal announcements as the likely contributors to nocturnal hypoglycemia, with no alerts or alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcements leading to hypoglycemia.